Event description:
Staff/hands on caregivers were transferring the resident from the bed to the stretcher cart for a morning shower. During the transfer procedure the resident shifted her weight to her right side causing the stretcher cart to tip (with this shift of the resident's weight). The caregivers attempted to "grab" the stretcher cart but were unable to stop the cart from tipping over. Resident was immediately examined by the rn in charge. Resident was returned to bed, reexamined by the rn and physician, and x-rays ordered. No fractures were found. Stretcher cart was examined on the spot and all components were in working condition, wheels turned freely, wheels locked properly, safety/rails were up and locked in position.device not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed, performance tests performed, visual examination. Results of evaluation: none or unknown. Conclusion: no failure detected and product within specification, there was no device failure. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device temporarily removed from service. The device was not destroyed/disposed of.